Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Block c: not applicable for this device. Blocks d4 & h4: lot #, expiration date, serial #, UDI #, and device manufacture date are unknown. Blocks d6 & d7: not applicable for this device. Block h3 & h6: based on the photo received, the omniwire was stretched and exposed the core wire. However, the cause could not be established since the wire has not been returned to the manufacturer, but is anticipated. A supplemental MDR will be submitted when the device evaluation and investigation have been completed. Blocks h7: & h9: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an omniwire was used in a diagnostic coronary procedure in a slightly fibrous mid lad. Once ifr was obtained, the wire was disconnected and used as a workhorse wire. While attempting to pass the wire, it did not feel normal, thus was removed from the patient. Upon removal, unraveling of the wire was noted. A new workhorse wire was used to complete the procedure. No patient injury reported. Based on the photo received, the core wire was exposed, resulting in a sharp edge observed. This product problem is being submitted due to a sharp edge observed. There is a potential for harm if the malfunction were to recur.

Manufacturer narrative:
Section d4: the lot number was not provided; thus, the following information are unknown: serial number, unique ID, expiration date, and manufacture date. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
H3: the omniwire was returned for evaluation. Visual inspection found a stretched distal coil, exposing the core wire and shaping ribbon. The shaping ribbon broke in two distinct segments with sharp edges, but remained intact to the device. Additionally, the shaping ribbon was deformed, with bending and twisting observed. Measurements of the shaping ribbon confirmed that no missing material was suspected. H6: the probable cause of damage observed was likely due to rough handling during advancing/retracting of the guidewire. Manipulation and strain can damage internal components and result in the reported failure. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.